Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected pump error 35, insulin flow blocked, no delivery, occlusion alarms or prime, rewind anomalies were noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump errors but a broken force sensor was detected during seating or regular delivery. Customer's blood glucose value was 242 mg/dl. The customer was assisted with troubleshooting. The customer stated that they were able to clear the alarm. Customer states they were not able to rewind the insulin pump. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.